Manufacturer narrative:
Co has completed co's investigation of the MDR incident documented in co's initial report and, after testing the device, have been unable to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, or some unk anomaly. At this point co's investigation of this matter is closed.

Event description:
The pt, a iddm, complained of not feeling well on 8/20. At 10:30/a, a blood glucose result on his one touch profile meter was 145 mg/dl (the meter memory shows a result of 149 mg/dl at 8:31/a). The pt was vomiting and delirious at this time. He was transported to the hosp where a lab bg result of 710 mg/dl was obtained at 10:45/a. The pt was admitted for diabetic ketoacidosis, treatment provided is unknown. The meter is cleaned only occasionally and quality control tests designed to detect potentially inaccurate results are not performed. It was reported that the meter was in calibration at the time of contact with lifescan.